Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient experienced anemia 327 days later and was readmitted to our hospital. The repeat CT revealed compression of the stomach¿s fornix by the vad pump (figure 1e). Upper gastrointestinal endoscopy showed gastric bleeding, which was promptly addressed. Currently, the patient has been waiting for a heart transplant as an outpatient for 878 days.

Manufacturer narrative:
B3 - date of event: the event date was estimated. B1 ¿ type of report: corrected. B3 - date of event: corrected. G2 - report source: corrected. H6 - medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be supplemental and the investigation findings will be submitted under manufacturer reference number: (B)(4).